Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, nurses were unable to log in. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that two nurses were unable to log in. A technical support specialist dialed into the station and logged into patient engagement solutions (pes) to check the settings. It was found that both nurses had access to the intended station. The specialist contacted the customer and informed that there was no issue. The customer reviewed the nurses' activity and confirmed that one of the nurses was able to log in as usual and customer requested to proceed with case closure. The system functioned as intended after the technical support specialist verified the device.